Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of neurological problem in a currently (B)(6), male, pt, who rec'd super poligrip (formulation unk) over a period of 6 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip. In (B)(6) of 2007, the pt experienced neurological problem, stroke like symptoms and motor dysfunction. The pt said that he went to the doctor because he felt like he was having a stroke and that he "temporarily lost complete control of his limbs". This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued "recently" as his symptoms "could be caused by your product". At the time of reporting, the events were unresolved. The pt is interviewing attorney's "due to hazards to his health" and "this major health issue".